Manufacturer narrative:
Pump failed to boot up properly once installing aa battery, partial display was noted, and no critical pump error (open book image) was noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test and active current test. The pump failed the self test due to appearance of pump error 63 alarm and partial display. Test p-cap and reservoir locked properly into the reservoir compartment, however, a cracked retainer ring was noted during visual inspection. No unexpected pump error 23 and pump error 49 alarm were noted during testing. Successfully downloaded pump history files and traces using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed a pump error 23 on (B)(6) 2021 at 12:34:20.000. Pump alarmed a pump error 49 on (B)(6) 2021 at 12:33:41.000. Pump alarmed a pump error 63 during testing on (B)(6) 2023 at 06:42:06.000 (variable #: 3). Pump alarmed a pump error 4 during testing on (B)(6) 2023 at 06:42:04.000. Pump was cut open to perform visual inspection and found cracked glass, missing segments (lcd), bleeding. Also found moisture damage on pcba 1 and the force sensor. And found broken traces on the u1 chip at the keypad assembly on pins # 6 sda and #1 vdd. The following were also noted during visual inspection: battery cap contact damaged, corroded battery tube, corroded battery tube spring, scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, and cracked retainer. Pump error 23 and pump error 49 were not confirmed during testing. Critical pump error (open book image) alarm was not observed during testing. Critical pump error (open book image) alarm¿not confirmed. Battery cap contact damaged was confirmed. Missing segments/partial display was confirmed during testing due to cracked glass and bleeding. Retainer ring damage was confirmed. Pump error 63 was confirmed during testing due to broken traces on the u1 chip at the keypad assembly on pins # 6 sda and #1 vdd. Pump error 4 was confirmed as a consequence of pump error 63. Moisture damage was confirmed found on the battery tube, pcba 1 and the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 620g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. Customer reported that the alarm of the mark of the book occurred and they were not able to clear the alarm. Customer was completed self test, reservoir and tubing were processed, the settings of date and time were performed, and the set of the basal rate did not disappear. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.